Event description:
It was reported that during an unknown procedure, the clips were malformed at the proximal end of the clip. New instrument was deployed and the case was finished. No patient consequence.